Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('6 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adenomyosis") and gallbladder disorder ("gallbladder issue"). The patient was treated with surgery (surgery to remove essure-complete tubes out). Essure was removed. At the time of the report, the medical device removal, adenomyosis and gallbladder disorder outcome was unknown. The reporter considered adenomyosis, gallbladder disorder and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: gallbladder issue. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('6 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), gallbladder disorder ("gallbladder issue"), spinal osteoarthritis ("back arthritis/degenerative changes in back"), arthritis ("arthritis hips and knees"), hypoaesthesia ("hands and legs numb") and headache ("headaches"). The patient was treated with surgery (surgery to remove essure-complete tubes out/ hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, adenomyosis, gallbladder disorder, spinal osteoarthritis, arthritis, hypoaesthesia and headache outcome was unknown. The reporter considered adenomyosis, arthritis, gallbladder disorder, headache, hypoaesthesia, medical device removal and spinal osteoarthritis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events back arthritis/degenerative changes in back, arthritis hips and knees, hands and legs numb and headaches were added. Essure removal date (B)(6) 2019 was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('6 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (surgery to remove essure-complete tubes out). Essure was removed. At the time of the report, the medical device removal and adenomyosis outcome was unknown. The reporter considered adenomyosis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, adenomyosis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.